Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the event summary of the remote transmission showed no events when there had been a treated episode. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.